Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to turn on and screen went black, which located on pb edmn. The customer attempted to unplugged and replugged the cable and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station not turned on and screen went black. A field service engineer replaced the drawer controller board, module board, and retractor band. During drawer configuration, the controller board was found to be dead. After the controller board was replaced, the drawer was tested, and the customer confirmed that the station was functioning properly. The system functioned as intended after the field service engineer repaired the device.